Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 178 mg/dl at the time of the incident. The customer reported that there was one large bubble at the top. The bubble is smaller than an eighth of an inch. The customer reported that the air bubbles are near the transfer guard. The troubleshooting was performed and after taping, there are still bubbles in the reservoir, air bubbles were not removed successfully. The customer was advised to change the set. The reservoir and infusion set will not be returned for analysis.